Manufacturer narrative:
The affected device, handpiece was not returned to nidek for evaluation. Nidek contacted the customer and talked to the technician who mentioned that the patient was doing fine. Technician also reported that doctor had discontinued the use of third party's blade and has been using nidek's blade since then. The issue has been resolved by changing the blades so customer did not send the handpiece for inspection. The handpiece had not been inspected at the time. Again on (B)(4) 2014 nidek clinical specialist contacted the customer for follow up and confirmed that the patient did fine and there is no recurrence of the issue. The handpiece is working fine at this time. Nidek considers this failure mode a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur. Nidek could not confirm which of the handpiece sn (B)(4) caused the event. So nidek would be submitting separate MDR for handpiece sn (B)(4). Please refer MDR 3002807715-2014-00029.

Event description:
Nidek received a complaint from a customer on (B)(6) 2014. Customer reported that during the use of mk-2000, hand piece (hp) sn (B)(4) doctor had noticed haze on the edge of the flap. Doctor mentioned that it appeared like some kind of in-growth but not epithelial in-growth. Patient also had pain due to this problem. Only one eye of the patient was affected, the other eye did not have the haze issue. Customer also reported that they were using third party's (oasis) blade at the time.